Event description:
Patient's caregiver called in upset that they found the patient in the bathroom slumped on the toilet. The patient's caregiver was questioning why the wcd system did not deliver therapeutic shock to the patient. Patient's caregiver further indicated that the patient unfortunately passed away. Preliminary review of episode report indicates 1 episode of tachycardia untreated followed by 2 episodes of asystole. MDR filed due to reported patient death. Wcd role in patient death is pending additional medical information and pending evaluation of to-be-returned device.

Manufacturer narrative:
The wcd system was not recovered from the field. Confirmation of the alleged deficiency could not be documented due to unavailability of the wcd system. Device episode report indicated - 1 x tachycardia untreated and 2 x asystole episodes on (B)(6)2024. Further testing of the alleged deficiency could not be confirmed due to wcd system not being recovered from the field. Review of device episode report indicated that the patient was wearing the wcd system during the asystole episode on (B)(6)2024. Wcd is not indicated for the treatment of asystole. Wcd role in patient death is unrelated. UDI related data quality update. Revised section h5 to labeled for single use? "Yes".